Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm of the right a1 segment of the anterior cerebral artery with a max diameter of 6.2 mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was minimal. The landing zone was 5 mm distally and 7 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was 90. It was reported that the ped was delivered to the target lesion vessel location, and the tip end was deployed normally. During deployment of the middle segment, the stent could not achieve apposition to the vessel wall smoothly, and angiographic observation showed that stent opening was less than 50%. The operator made multiple attempts to resheath and redeploy it, but these were still ineffective. After replacement of the stent, the procedure proceeded successfully the pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times. It was unknown of there were additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The angiographic result post procedure showed normal. The pipeline was used for an indication that is approved (on-label).the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a maskman microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.